Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the inspection it was found that the device had bending manipulation and insertion tube defects and had peeled off coating on c-tube (over 1mm2). Additional findings were as follows: the distal end cap was damaged, the bending section cover was separated, the universal cord was wrinkled and scratched, and the angulation control unit had play. It is mostly likely that the reported event was caused by a wrong user handling/user mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope does not detect the image in the video, presence of interference in vision. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device had bending manipulation and insertion tube defects, had peeled off coating on c-tube (over 1mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely coating on the insertion section peeled off occurred due to applying stress to the insertion section such as the following: ·physical stress such as by rubbing/ hitting the insertion section ·chemical stress from reprocessing not recommended by IFU (reprocessing manual) ·stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.